Event description:
Boston scientific received information that one day post implant intermittent loss of capture was noted on this right ventricular lead. In addition multiple tachycardia episodes were observed. It was suspected that this right ventricular lead had dislodged. A repositioning took place, after which the sensing and pacing thresholds were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.